Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 150 ohms. Trouble-shooting was discussed. Attempts to obtain additional information were unsuccessful. There were no adverse patient effects reported. The system remains in service.